Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI as the pump was in the same room. Customer performed the displacement test and the pump passed. Customer also had low blood glucose at the store and treated when she got home. Customer's blood glucose went high to 386 mg/dl when she had soup. Customer treated and her blood glucose was 96 mg/dl when she went to bed. Customer had low blood glucose of 43 mg/dl. Customer stated that the paramedics came out. Customer stated that she had a peanut butter and jelly sandwich. Customer was admitted as an inpatient for medical treatment on (B)(6) 2016 with blood glucose of 43 mg/dl. Customer stated that the perceived cause was that she was over treating or there was a site issue. Customer's current blood glucose was 267 mg/dl. Also, customer's blood glucose was 486 mg/dl at the time of the high blood glucose incident. Customer stated that the paramedics got her back to 100 mg/dl when she treated with 6.6 units.